Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. Additionally, noise was observed on the rate/sense channel which was oversensed and resulted in nonsustained ventricular tachycardia (vt) episodes. No shocks were delivered due to the oversensing. There was a concern the lead had fractured. An x-ray was performed, however the results were unknown. An invasive procedure was performed. The device and lead were explanted. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.